Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr) and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mr appears to be due to the procedural condition of the slda and the dyspnea appears to be a cascading effect of the mr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The procedure was performed on "(B)(6) 2021", one clip was implanted reducing mr to1. On (B)(6) 2021 during a follow-up visit, echocardiogram was performed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4 and the patient was experiencing dyspnea. There is no additional intervention planned. No additional information was provided.